Event description:
It was reported that cartridge alarm 30 occurred and cartridge alarm recurred with consecutive cartridges, preventing customer from loading cartridge and resuming insulin therapy. There was no adverse impact to the customer's blood glucose level. Customer support confirmed repeated cartridge alarms, assisted customer with proper cartridge loading technique, and arranged pump replacement when loading remained unsuccessful.